Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis showed that cuts were noted in the insulation from the terminal pin. Deformed conductor coils were also noted. The helix was retracted. This lead passed all electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude which was observed after pocket closure. The physician attempted to reposition this lead but poor sensing was still observed. Additional information indicates that according to the physician the cause was due to patient's anatomy. This lead was explanted. No additional adverse patient effects were reported.